Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause could not be determined due to the fact that the reported issue was resolved on site by the customer, and no further information could be obtained. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted if any additional information received.

Event description:
The customer reported to olympus that the connector on a light cable with optics was stuck to the video system center . The customer did not specify during what type of use the malfunction occurred. Upon follow up, the customer reported they were able to resolve the issue but did not provide the specifics of the repair. There was no report of patient injury or medical intervention associated with this event.